Event description:
The intralase fs laser was used to create a bilateral corneal flap(s) for lasik surgery in 2008. One day postoperatively the following day, the patient presented with stage 1+ bilateral diffuse lamellar keratitis (dlk) in both (ou) eyes. A flap lift and rinse was performed ou the next day, a second flap lift and rinse on the left (os) eye four days later. Due to stage 2 dlk. The patient was prescribed topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative bcva is 20/20 ou. The patent responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
A field service engineer (fse) performed a scheduled pm in 2008, and the laser system met specifications and performed as intended. A clinical development specialist (cds) provided surgery support two months later, to assess the physician's laser settings, surgical technique's and sterility process in order to identify a potential root cause for dlk. The laser and sterilizer were evaluated and found to be within specification. The most likely root cause was due to the doctor adjusting the surgical settings that increased the opaque bubble layer (obl), causing sticky lifts. In order to help the bubbles escape, the surgeon used the end of a disposable cannula to massage the obl, which in turn caused the dlk. Upon departure, the cds adjusted the settings for the surgeon and lowered the energy. The dlk has been resolved. Opaque bubble layer, sticky lifts, unlabeled.